Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer has reported a single patient infection (documented on medwatch report 9611109-2017-00387). However, it is unknown if this device (B)(4) was the heater-cooler utilized during the patient's operation. Through follow-up communication with the customer, livanova (B)(4) learned that the device was placed inside the operation theatre during use and that the customer performed the cleaning procedure according to the instructions for use (IFU). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler tested positive for mycobacterium chimaera during maintenance. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer plans to return the device to livanova (B)(4) for deep disinfection. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.